Manufacturer narrative:
Additional data: a3, b5. Investigation: samples received: 9 closed boxes (324 unopened pouches). Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 324 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 4.39 kgf in average and 3.60 kgf in minimum (ep requirements: 3.87 kgf in average and 2.04 kgf in minimum). Degradation test results conducted on the samples received fulfil b. Braun surgical requirements. In the degradation test, threads are introduced in a sörensen solution ph=7.4 at 37ºc for 7 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 1.35 kgf in minimum and 1.85 kgf in maximum (b. Braun surgical requirements are 0.61 kgf in minimum and 2.85 kgf in maximum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: as stated in the mode of action of the instructions for use of novosyn quick, 5 days post-implantation approximately 50% of the initial tensile strength remains. All of the original tensile strength is lost by approximately at 10-14 days post-implantation. The absorption of novosyn quick takes place after approximately 42 days. Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfil usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
New information was received on 04nov2019. It was reported the event occurred approximately 7-10 days post-operative a gynecology surgical procedure. The tissue involved was cutting/ perineum tissue using a continuous suture or single button suture technique. Per the reporter, dehiscence occurred due to the thread resorbing too fast, and due to this fact, there was no good adaption of the tissue. The patient outcome was good. Per the reporter, the hospital has used this suture for many years with no problems like this. However, over the last 10 months this has occurred from time to time.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. When additional information becomes available, a follow up report will be submitted.

Event description:
It was reported the thread absorbed too fast. The reporter indicated that thread resorbed too fast and the patient required a suture revision. The patient outcome was good. Patient information is not available. Additional information has been requested, however not yet received.